Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that during a revision surgery the tip of the acromion was fractured, which was debrided and did not appear to be structurally significant. This was caused by a retractor at the reduction of the humeral tray. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Unknown, as revision was reported in mw5062575, but not bone fracture due to retractor. Reported event was confirmed by review of operative notes. Per the operative record, "an impaction type fracturing of the tip of the acromion which was debrided and not felt to be structurally significant. This was caused by a retractor at the reduction of the humeral tray." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.